Event description:
It was reported that during a rotator cuff procedure, the implants failed to deploy properly. The procedure was completed without further complications, using arthrex implants. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The pt identifier was not provided.